Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient has pain and loosening.

Event description:
Allegedly, the patient has pain and loosening. Additional information received on april 6, 2022: allegedly, patient had pain and recurrent instability. The cup, screws, liner, head and neck were revised. The stem pha00606, stem revision "profemur® z", lot: 068501170 was not revised. Additional information received on may 3, 2022: during revision surgery, patient received implanted a phac1252 profemur® neck var/val 8dg short cobalt chrome and a 26000020 cocr transcend® femoral head 28mm slt taper x-long from wright medical. Patient received also a liner, insert and acetabular shell from stryker medical. Patient has been complaining of unknown issues since her revision on (B)(6) 2017. This complaint has been captured under microport reference group number: (B)(4).

Manufacturer narrative:
Section b.5: additional information in description / section d.6.b: explant date update / section e.1 and section f.1: the facility and contact name update/ section h.6: medical device problem added (1667) and the type of investigation has been update.